Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, the cpu, and connectors. The system operates as intended.

Event description:
It was reported that the system would not complte boot up. No patient injury was reported.